Event description:
It was reported that during a gastric procedure, both sides of the enterotomy were open. It was necessary to use other two reloads to complete the surgery. As a result, there was some bleeding post-surgery. No consequence to the patient.

Manufacturer narrative:
Evaluation summary: the analysis showed that one tr45w cartridge was received in good visual conditions and void of staples. No functional test was performed. A batch record review was performed and no anomalies were found during the manufacturing process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.